Manufacturer narrative:
The philips onsite service engineer replaced the device's therapy capacitor and the device was successfully returned to service. The cause of the reported problem was a component failure. The customer's device was successfully repaired and a full pm test all passed. It has been concluded that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was an error message 'paddle type unknown'. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.